Manufacturer narrative:
The grafts remain implanted. Review of internal records, donor records, serological results, and manufacturing records including qa/qc reviews. Grafts passed all release requirements at the time of distribution. No deviations were noted. The grafts underwent demineralization and irradiation which are both validated methods of sterilization to eliminate the potential of disease transmission. It is likely that the recipient could have contracted hepatitis c, if truly positive for the virus, from a source other than the implant.

Event description:
Rti was notified of a positive hepatitis c screening test in 2007. The recipient had an allograft implant in 2004 that is associated with a recall of bts tissue. The surgeon was contacted to obtain confirmatory results. The surgeon was unaware that the pt tested positive for hepatitis c. Unable to locate info on the primary physician.